Event description:
Malfunction: none. Symptoms/ae: hypotension, cerebral hemorrhage, stroke. Time of ae: after the procedure. It was reported that post a right internal/common carotid artery stenting procedure, the pt experienced hypotensin. The pt was given levophed IV for one day. Additionally, the patient's lisinopril was held. Two days postprocedure, the pt was discharged to home with orders to continue to hold the lisinopril and to take oral midodrine. Approximately one week post procedure, the lisinopril was restarted and the oral midodrine was discontinued. Additionally, it was reported that 18 days postprocedure the pt reported left lip tingling. Twenty one days postprocedure, the pt was admitted to the hospital with a diagnosis of stroke from a small right cerebral bleed confirmed by a head CT. During this hospitalization, the pt was found to be hypertensive and had an increase in dosage of lisinopril. Twenty four days postprocedure, the pt was discharged to home with improved status. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed. There was no device malfunction reported. Hypotension, hemorrhage, and stroke are known possible adverse events associated with the use of the device as listed in the instructions for use.